Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device¿s coagulating function did not work with popping when triggered. As a result, device induced a small burn on the breasts and bleeding.